Event description:
It was reported that" on (B)(6) 2023, the dilator tip was found damaged during used on the patient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that" (B)(6) 2023, the dilator tip was found damaged during used on the patient.

Manufacturer narrative:
(B)(4). The customer provided one image showing the distal end of a dilator. No obvious defects or anomalies are visible in the photo. The customer returned one dilator for analysis. No obvious signs of use were observed. Visual analysis revealed that that dilator tip was slightly split and deformed. Microscopic examination confirmed the damage and revealed white stress marks as well as imprints at the location of the damage. The dilator length from the hub to the distal tip measured 5 3/8", which is within the specification limits of 5 1/4"-5 3/4" per the dilator product drawing. The dilator outer diameter at the smaller section of the 0.130", which is within the specification limits of 0.125"-0.137" per the dilator product drawing. The dilator inner diameter at the proximal end measured 0.056", which is within the specification limits of 0.056" per the dilator product drawing. The inner diameter at the distal tip could not be accurately measured due to the damage. A lab inventory guide wire with a diameter of 0.877mm was inserted through the returned dilator. Minor resistance was encountered at the dilator tip due to the damage; however, the guide wire passed completely through the dilator. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was split and deformed. Despite the damage, the dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.